Manufacturer narrative:
UDI: na. The returned plug driver was examined. The tip was found to have slight deformation of its pentalobes. It is possible the material deformed over many uses and was eventually discovered during the inspection reported. It is also possible the driver was not fully seated during use causing the tip to deform when torque was applied. The cause of failure cannot be determined, however, as information related to how the device was being used at the time of damage is not known. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a plug driver was found to be worn during a routine inspection. There were no patient or surgical impacts associated with this event. The device was evaluated by zimmer biomet personnel and found to have a deformed tip.